Event description:
It is reported that the pt was revised due to multiple falls, pain, swelling, instability, loosening, and a damaged component.

Manufacturer narrative:
Eval summary: fit and orientation could not be evaluated without x-rays or surgical notes. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unk. A definitive root cause of the reported issues cannot be determined with the info provided. Eval: mfg documentation for the articular surface was reviewed and indicates that the device was manufactured, inspected, and packaged to specification. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.